Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Off-label use of remel vtm. Root cause: could not duplicate with retains; some lots of m4 and m4rt have been shown to cause false positive results when used with the sofia sars antigen fia assay. Source: phone.

Event description:
Reported suspected sars false positives. 3ml of remel m4 media was used by customer (unapproved media type). No confirmatory testing completed. No further information provided from customer.